Event description:
The customer reported intermittent boot up issues. The system would need to be rebooted multiple times in order to regain system functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer was replaced during the service call. The system was tested and found to be working as intended and put back into service.